Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hypoglycemia event on (B)(6) 2025. Blood glucose level was low at the time of the event and patient got treated with insulin pen. The duration of hospitalization was greater than 24 hours. Patient experienced stroke due to low blood glucose level. No further information available.